Event description:
The customer reported the ventilator alarmed due to a vent inop occurrence. The manufacturer's service technician was unable to duplicate the reported problem, however review of the ventilator's diagnostic code history indicated there was an occurrence of an air source fault with loss of gas supplies during operation. The customer reported no pt harm. Loss of both gas supplies will affect the function of the ventilator during operation. If the ventilator is operating and no air flow is detected, and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The service technician was unable to duplicate the air source fault or loss of gas supplies. The service technician replaced the sensor pcb board and thermostat as a precaution for the findings. Performance verification testing was completed and tests passed to operating specifications.